Event description:
The account alleged the weld on the side rail is broken and the side rail will not latch. No injury reported.

Manufacturer narrative:
The account replaced the side rail weldment to resolve the issue.